Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 533 mg/dl. Customer was in the emergency room as a result of high blood glucose. The customer experienced nausea and vomiting as a result of high blood glucose. Auto mode feature was not activated at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip at the hospital. Customer felt ok to troubleshooting for high blood glucose. Based on customer's report customer did not allege insulin pump was under delivering. Customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reported that the insulin exited at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).